Event description:
It was reported that the pt experienced a rapid increase in spasticity, dizziness and itching approximately 54 days before the empty reservoir alarm should have been activated. The last pump refill was on (B)(6) 2010; the next refill was scheduled for the end of (B)(6) 2010. The pt visited the attending physician with the above noted symptoms on (B)(6) 2010, 3 days after first noticing the symptoms. The hcp decided to do a refill of the pump and when they aspirated the reservoir, it was "totally empty". The pt underwent "symptomatic treatment of the withdrawal syndrome". The "pt overcame the incident with no apparent injuries". The pump was used to deliver: baclofen, fentanyl and clonidine. It was later reported that after the refill that took place on (B)(6) 2010, the physician decided to schedule another refill 15 days later on (B)(6) 2010 to check the pump. It was noted that the expected reservoir volume was 33 ml; the actual reservoir volume was 8.5 ml. A "new inspection of the pump, the pump pocket and a rotor test of the pump" was planned for later in (B)(6). If the issue was not resolved with the "inspections" the pump would be explanted.

Manufacturer narrative:
(B)(4).